Manufacturer narrative:
Manufacturer review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one power port MRI isp with attached 8fr chronoflex catheter was returned for evaluation. Visual, microscopic, tactual, and functional evaluations were performed. The investigation is confirmed for a fluid leak, more specifically a leak caused by pinch-off. Two splits were found in the same area along the catheter, each longitudinal. Leaks were noted at the splits. The splits were very straight. Part of the break surface was visible on one of the splits and was found to appear granular. The catheter was compressed at the split location, and no tensile weakness or discoloration was noted at this site. While the definitive root cause is not definitely determined with the information available, it is apparent from the characteristics of the splits in the catheter that they were caused by pinch-off. Catheter insertion is contraindicated in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates of pinch-off. The location of insertion into the vein may therefore have contributed to this event. It is unknown precisely how procedural and patient factors contributed to this event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Expiry date 02/2019.

Event description:
It was reported that approximately five months post port placement, an alleged rupture was identified 10 cm from the puncture site which lead to an alleged leakage and extravasation of a chemotherapy agent. It was further reported that the device was removed and replaced. The patient status is unknown.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. Expiry date: (02/2019).

Event description:
It was reported that approximately five months post port placement, an alleged rupture was identified 10 cm from the puncture site which lead to an alleged leakage and extravasation of a chemotherapy agent. It was further reported that the device was removed and replaced. The patient status is unknown.